Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (46 at its lowest) in the mornings. Carbohydrates were consumed to address the low bg level. The customer did not know the cause of the low bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed between (B)(6) 2017. User made a few bolus requests without entering their current bg level. There were no bolus requests made between (B)(6) 2017. Cartridge changes were conducted every four to eight days. There were no erratic basal rate adjustments. There were no obvious deliveries or requests that would cause bg levels to drop. Complaint could not be confirmed. There is no evidence of device malfunction.